Manufacturer narrative:
Additional information : d6b and h6. Advanced bionics consider the investigation into this reportable event as closed. The recipient reportedly will not undergo revision surgery at this time. The recipient will be managed per center protocol. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. A review of the recipient¿s test data indicated impedance issues. Revision surgery is under consideration, however, due to the recipient's age and health concerns, they do not want to undergo surgery at this time. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.